Event description:
It was reported that the device became hot to the touch during an acl procedure. There was no delay and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer, however the complaint could not be duplicated. Per the quality inspection, various components were corroded and had heat damage. The trigger assembly, rear motor assembly and small bearing were replaced and the device was returned to the customer.